Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Phone number not provided. Serial number not provided .

Event description:
The customer contacted philips healthcare to report that the heartstart xl defibrillator is experiencing a failure but provided insufficient information. There was no reported patient involvement.